Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy and subsequently died. The cause of peritonitis was unknown. The patient was performing continuous ambulatory peritoneal dialysis therapy and was hospitalized for suspected peritonitis. During the hospitalization, the patient began treatment with automated pd therapy. On an unknown date, the patient was diagnosed with peritonitis and was treated with unspecified antibiotics. During hospitalization, peritoneal dialysis therapy was discontinued and the patient was placed on hemodialysis therapy. The patient was discharged to home. Approximately two weeks later, the patient died. The cause of death was reported as peritonitis. It was unknown if an autopsy was performed. No additional information is available.